Event description:
A pt was implanted with a ti distal femur liss plate approx. 5 months ago. Pt was noted to have a broken plate, broken screw and was diagnosed with a delayed union. Pt was returned to the or for removal of broken hardware and revision to a locking condylar plate. This report is #2 of 2 on the same event.

Manufacturer narrative:
Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Mfg records could not be reviewed without a lot number. MFR date could not be determined without a lot number.